Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 3.5 mos post placement of a 10 mm x 60 mm rx wallstent permalume stent in the distal common bile duct (cbd), the pt underwent a scheduled stricture revision procedure at which time the physician noted that the stent had migrated inward and upward. The event was assessed as mild in severity, serious, and definitely related to the device. The stent was removed utilizing balloon dilatation and a rat toothed forceps. No further intervention was performed. The pt's condition resolved with stent removal.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.